Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Upon receipt of additional information, it was determined this product should not have been reported under zimmer biomet MFR number. This report should be voided as the reported product is not manufactured by zimmer biomet and belongs to a competitor.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown. Unknown liner unknown. Unknown cup unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was diagnosed with foreign body giant cell reactions ten months post implantation. The patient reports to be suffering from chronic inflammation and severe hip pain.